Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient from (B)(6)2023 (78 days). The blood pump in question /s/n (B)(6)) was not returned to berlin heart because it was discarded during the emergency by the clinic. It was not available for investigation. Therefore, unable to determine the exact cause of the separation. Based on the report of the incident, it appears that sudden shock may have caused the separation of the pump from the cannula. We do not assume a product defect. The dhrs of the blood pump as well as the tube connecting set used on the patient were reviewed and no abnormalities were found. The clinic informed us that the patient recovered completely without sequelae.

Event description:
Berlin heart clinical affairs was informed by the clinic in lyon that a patient fell from child seat. As a result of that, the right pump (sn (B)(6)) was completely disconnected from the cannula. The site did not notice any sign of rupture, tear or degradation of the cannulas or the metallic connections of the pump. The patient was quickly connected to a new pump. Neurological tests were performed, and no signs of neurological abnormalities were noted and the patient is stable at this time.